Event description:
It was reported that pump malfunction occurred with malfunction code 12 and no prior notable events. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction appeared again.